Event description:
The rep reported that the doctor replaced a medtronic's pump with a codman pump. He attached the codman pump to the medtronic's pump catheter and after 2 days, the pt contacted the dr and stated that she was not getting pain relief. The dr suspected that the pump was not flowing, and performed a bolus flush - the bolus path and catheter was found to be patent. However, since the pt was not getting pain relief, the dr decided to explant the pump and catheter.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. An evaluation of the exterior surfaces of this pump did not reveal any anomalies on the metal surfaces. The septum showed normal usage. The pump was received with a 2.5 inch segment of silicone catheter attached to the pump outlet. The flow path of the catheter was clean and open. No cuts, tears or holes were noted on the catheter material. A bolus test revealed that the bolus path and catheter were patent. Leakage was not found when flushing and pressuring the bolus pathway, and catheter. The bolus path functioned per specification. The reservoir was empty when received. Evidence of leakage was not seen from the septum or elsewhere on the pump when filling or emptying the reservoir. The pump was tested for flow, and it flowed at 100% of the manufactured flow rate. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.